Event description:
It was reported that a one-link neutral luer activated device became occluded after connecting the needle-free infusion connector for patient use. The device was immediately replaced, after which the infusion proceeded normally. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.